Manufacturer narrative:
Sections with additional information as of 30-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated that she was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. At the hospital, customer had blood tests and was determined she required open heart surgery. Customer was currently still in the hospital. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she has not been home yet. Customer requested a call back. No further information was provided.

Event description:
Consumer reported complaint for e-2, e-3 and e-5 errors. Husband is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-2 using truemetrix air meter. The test strip manufacturer's expiration date is 10/31/2021 and husband was unsure of the open vial date. At the time of the call the customer was not feeling well; husband stated that she had been ill for two days with vomiting. Husband stated that he was going to take customer to the hospital. No further information was able to be obtained. .